Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04978, 0001825034 - 2018 - 04982, 0001825034 - 2018 - 04983.

Event description:
It was reported that approximately 2 months post implantation, a patient had presented with drainage from the surgical wound, and thus underwent wound revision due to wound dehiscence. After the wound revision, patient then presented to the ER and was put on IV antibiotics. The patient had an abscess and infection. Patient continued to experience drainage and wound dehiscence and underwent a second wound revision where a wound v.a.c was placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.